Manufacturer narrative:
Device was returned for investigation. It was reported that as received no physical damage or other anomalies observed. In attempts to replicate clinical use the syringe was attached to the pilot balloon each tube and slowly attempted to be inflated with 10ml of sterile water per packaging directions. A leak was observed at the cuff. Upon closer inspection a small tear was observed at the location of the leak. The complaint of leaking can be confirmed due to the damage (tear) observed on the cuff. The probable cause of the damage is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
The patient began to experience increased work of breathing due to a large leak, but once the new device was inserted, the patient's condition stabilized. No increase in oxygen or other maneuvers was needed. There was no patient injury.